Event description:
This patient was admitted for elective pci. The target lesion was the proximal through mid-lad. The vessel was a de novo, concentric, birfurcated and calcified lesion. Aha/acc classification of the vessel was a type c. The lesion was 27.5mm and vessel diameter was 2.4mm. Heparin (13,000 units) was administered via IV. The lesion was pre-dilated with a 2.0 x 20mm balloon inflated to at 20atm. The first cypher (3.0/28mm) was positioned distally within the lesion and was deployed to 20tm for 60 seconds. A second cypher (3.5/23mm) was deployed to 22atm for 60 seconds at the proximal end of the initially implanted cypher with overlap. Post-dilation was conducted with a balloon (2.5/13mm) inflated to 26atm for 30seconds. Ivus was conducted. Angiography confirmed that the stents were fully dilated. Timi flow before the procedure was 3 and 3 after the procedure. The residual % of stenosis was 0%. Act was measured to 270secs. The patient was discharged to recovery with orders for aspirin, ticlid, and dextran daily. These medications were discontinued 7 days after implant so that the patient could undergo brain surgery. The following day (eight days post implantation), while the patient was hospitalized, st elevation was observed on ECG. Angiography confirmed a thrombus within the implanted cypher stents in the lad. Aspiration was conducted with the catheter (thrombuster2) to treat the thrombosis in the stents; however, the thrombosis would not be aspirated at all. A white material was withdrawn through the aspiration catheter. Balloon angioplasty was then conducted at the site with a balloon (potenza 3.5/13mm) inflated to 20atm,. The patient remains in cardiac failure, but is stable. Physician's comment: the probable cause of the thrombotic event was due to the fact that the 1st cypher (3.0/28mm) implanted in the mid-lad was under dilated. Additionally, the administration of the anti-platelet therapy was interrupted in order for the patient to undergo brain surgery one day prior to the thrombotic event).

Manufacturer narrative:
Cjs23350 is not distributed in the us; however, it is similar to us product cxs23350. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2006-01332 and -01333.